Event description:
The customer reported that wbc, rbc and plt backgrounds were failing upon startup of the lh750 analytical station. No erroneous patient results were generated in association with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse determined that solenoid valve (vl) 8 was not moving and solenoid valve (vl) 107a was moving slowly interrupting liquid flow. The fse replaced both solenoid valves resolving the issue. Upon recur, the failure mode identified for an rbc dispense valve vl8 malfunction is likely to generate erroneous rbc parameter results due to carry over. (B)(4).